Event description:
Procedure type: lap gastric bypass. According to the reporter: intra-operatively, the procedure was converted to open for an unrelated reason, but was changed back to laparoscopic. The orvil anvil was passed trans-orally without incident, and the stapler was introduced but the center shaft would not mate with the orvil anvil. The patient was reopened and the anvil was cut out of the pouch after an attempt was made to mate it but was unsuccessful. Subsequently, the anvil that came with the stapler was placed in the pouch and used with success. Reportedly after the case, the surgeon mated the orvil anvil and the stapler successfully only after he untilted the anvil. The patient had a larger incision made of 55mm in total. The patient is in well current condition.